Manufacturer narrative:
The event unit was returned to applied medical for evaluation, along with photos of the event. Visual inspection confirmed the complainant¿s experience of unintended thermal damage. Based on the evaluation of the event unit and the description of the event, it is likely that the reported event was caused by using the device to manipulate tissue before allowing the jaws to cool. The instructions for use (IFU) states to ¿keep the jaws of the device away from adjacent tissue as the jaws may remain hot enough to cause burns¿. Applied medical has performed a historical trend analysis and review of production records and no relevant documentation was identified.

Event description:
Procedure performed: thyroidectomy. Event description: (B)(6)] "thin burns on the patient's neck after surgery. When eb230 is activated, heat is generated on the back of the round plate of jaws. High fever is felt when touched by hand." Product is available for return. Two units will be returned. Two of eb230 were used on the event date - one was used in the morning and the other one was used in the afternoon, but it is uncertain which unit is the event device. The device with a device log showing the activations were done in the morning (korea time) would be the event unit. Additional information received on 19apr24: "I¿ve spoken with the territory manager. According to him, the burn on the patient¿s neck was not that serious and the heat from the device caused blister on the patient¿s neck. They just applied a wound dressing and the patient was discharged from hospital. It didn¿t leave a scar." Intervention: they just applied a wound dressing and the patient was discharged from hospital. It didn¿t leave a scar. Patient status: the patient got a burn on his neck.

Event description:
Procedure performed: thyroidectomy. Event description: [name of hospital]. "Thin burns on the patient's neck after surgery. When eb230 is activated, heat is generated on the back of the round plate of jaws. High fever is felt when touched by hand." Product is available for return. Two units will be returned. Two of eb230 were used on the event date - one was used in the morning and the other one was used in the afternoon, but it is uncertain which unit is the event device. The device with a device log showing the activations were done in the morning (korea time) would be the event unit. Intervention: ni. Patient status: the patient got a burn on his neck.

Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be submitted upon completion of investigation.